Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. D10,h3: device status changed from returning to not returned.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the proximal tract of a right coronary artery. A 4.50x12mm nc trek balloon dilatation catheter was used to post-dilate an unspecified stent at the lesion. It inflated twice at 18 atmospheres. Once deflated completely without issue when attempting to remove the device resistance was met with the sheath and the guide wire due to the balloon not refolding back properly. Then it was noted that the distal shaft had broken in two parts. The distal shaft was removed by simply removing the guide wire altogether as a single unit. Another balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.